Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a bond anomaly on the hybrid circuitry that prematurely drained the battery.

Event description:
It was reported that the patient presented to the clinic experiencing dizziness and shortness of breath. The pulse generator could not be interrogated and exhibited premature battery depletion. The device was explanted and replaced.